Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer was feeling dizzy and nauseous. The customer treated the high readings with a pen. Customer's blood glucose was 515 mg/dl at the time of the incident. The customer also reported the insulin pump alarmed no delivery. Customer completed troubleshooting for high blood glucose readings and no delivery alarm. Customer declined to perform high pressure test, ran a self-test and passed. Customer wanted an insulin pump replacement. The customer will return the insulin pump for analysis. The reservoir will not be returned for analysis.